Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 weeks prior to contacting lfs. The patient reported obtaining multiple blood glucose results "over 300 mg/dl" with the subject meter. The patient manages his diabetes with humulin insulin (5-10 units). Due to the alleged results, the patient reportedly had been increasing his usual dose of insulin for the past 2 weeks. About 1-2 days after the alleged issue, the patient began to feel shaky which he associated with low blood glucose. More recently, at noon on (B)(6) 2012, the patient reportedly obtained a blood glucose result of "399 mg/dl" with the subject meter. The patient claims he felt a symptom of shaky; however, administered self 22 units humalog insulin based on the alleged result. After, the patient alleged he felt more shaky and "almost fell over." The patient retested on the subject meter and obtained a result of "339 mg/dl." The patient felt his blood glucose should read lower based on his symptoms. The patient ate eggs and sausage as treatment and felt better about 20 minutes later. The patient denied testing on another device at the time of the alleged issue. At the time of troubleshooting, the cca noted the unit of measurement was set correctly on the subject meter. The patient was using expired test strips for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.